Event description:
Pt admitted to hosp with an ischemic ulcer. Pt was found to have occlusive arterial disease. Pt underwent several procedures. 1) peripheral artery angiography via the rt femoral artery of the lt leg. 2) silverhawk artherectomy of the lt superficial femoral artery. 3) laser atherectomy of the anterior tibial artery. 4) balloon angioplasty of the anterior tibial artery. 5) silverhawk atherectomy of the popliteal and tibioperoneal trunk. During the procedure in the process of removing the fox hollow device the device was noted to come entrained in proximal calcium. The device could be advanced but it could not be moved proximally. Attempts to readvance the sheath were not successful. Contralateral access was obtained in the lt. Groin. A snare was successfully introduced into the contralateral femoral artery. The device as snared without difficulty and brought.